Manufacturer narrative:
PMA/510k: 04sep2019. Date of report: 05sep2019. The customer declined to provide repair details. If additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 11dec2018. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the failure of the pressure and touchscreen. There was no patient involvement. The event date was not specified; estimate used.